Event description:
A beckman coulter inc. (Bec) personnel reported that they found the wiring from the toroid coil inductor within the pneumatic supply module on unicel dxh 800 coulter cellular analysis system had burnt out. It was found while they were replacing the compressor at a training site. There was no death or injury associated with this event and no one sought medical attention. There was no exposure to any sparks, flames or smoke. Use of fire extinguishers or summoning of the fire department was not required. There is an exposure control / risk management plan in place at the bec facility.

Manufacturer narrative:
Service was not dispatched for this event but the affected part was returned for investigation. The root cause was faulty routing of the wiring from the toroid coil inductor causing it to rub on the elbow fitting within the compressor pump. The wires in question contain 2 x 12 gauge solid wires so it does not move from where it is positioned. However, in this case it was not routed away from the connection and it burnt when the compressor vibrated and the elbow fitting came in contact with it. It had rubbed through the coiled wrapper and then through the wiring insulation. (B)(4).